Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: initial surgery was a rectum surgery on (B)(6) 2016 performed by a senior surgeon. Side-to-end anastomosis, planned primary ileostoma, donuts were ok, leakage test (air) ok. On (B)(6) 2016 anastomosis insufficiency occurred, CT, rectoscopy, endo-vac drain therapy. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the surgeon¿s experience with the device? Who fired the device and what is his/her experience? Where in the green range was the indicator located prior to firing? Did the surgeon wait 15 seconds and then retighten prior to firing? Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe. Did the healthcare professional receive audible & tactile feedback when firing the device? Was the device difficult to close? Was the device difficult to fire? Were there any issues with staple formation in the primary procedure? Were there any issues with staple formation in the secondary procedure? Was a leak test performed? If so, what were the results? When was the safety released prior to firing? Would the surgeon be interested in speaking with ethicon medical and engineering personnel? (B)(6) speaking support is available for this conversation.

Event description:
It was reported that the anastomosis was incomplete. More information will follow. The device problem occurred after use on the patient. It is unknown how the procedure was completed. One device was disposed of.